Event description:
On 1-june-2026, it was reported by a sales representative via (B)(4) that an ar-4068-25tl suture lasso's wire was frayed in the passer and not able to be used. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.